Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Additional information section a, patient information: patient 1 (sample ID not provided) gender male patient 2 (sample ID (B)(6)) gender female no further patient information was provided.

Event description:
The customer reported a falsely elevated alinity I high sensitive troponin-I results for two patients. Sample 1 (male): initial 98.7 ng/l and multiple retests <10 ng/l. Sample 2 (female) sample ID (B)(6): <10, 39.6 and <10 ng/l.

Manufacturer narrative:
The field service engineer inspected the analyzer and installed a degasser (non-abbott component) on the analyzer. The issue was considered to be resolved after the degasser was installed. The alinity I processing module ai01184 was considered the likely cause for this issue. A review of the ai01184 service history was performed and found no contributing factors on or around the date of the complaint. Quality records for the alinity I processing module were reviewed and did not identify any trend related to falsely elevated alinity stat high sensitive troponin-I results. Manufacturing documentation for the analyzer was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity I processing module was identified.